Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they didn't know what led to the loss of therapy and accident on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy. The patient reported therapy was working great and she had not touch the patient programmer for a year, but last week she had 3 accidents and one the week of the call. The patient reported they had increased stimulation and was still having bowel accidents. The patient noted she had increased stimulation twice the week prior to the call. The patient synced with the patient programmer and it showed that stimulation was on. The patient reported she was on program 3 at 5.8 v and therapy was on. The patient changed to program 4 and turned stimulation up 1.5 v. The patient the issue began on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.